Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 53 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Approximately 18 days after support, the patient presented to the emergency department with symptoms of right calf tenderness and swelling. Deep vein thrombosis was diagnosed and "apixaban" was administered. The allegation came with a "probable" relationship to the impella device.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿